Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the fms vue pump was defective, liquid is continuously filling and doesn¿t stop. No patient consequence and no surgical delayed was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: jnj became aware of device receipt november 10, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and evaluated at the service center. The reported complaint that the reservoir for the liquid is continuously filled and does not stop was confirmed. It was found that the pinch valve was defective. Also the pump has initialization failure and was sounding alarm during operation. It was also noticed that there was fluid ingress in the pneumatic circuit. The defective cpu board and valve were replaced and the device was cleaned, newly calibrated, repaired and found to be fully functional. The defective pinch valve is the cause for the chamber overfill as reported by the customer. Also the fluid ingress into the circuit would have caused the initialization failure and alarm during operation. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.